Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no current code/category. The customer reported no adverse event. The event involved product(s) mmt-7333. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details.outcome: unable to resolve with existing troubleshooting or labeled instructions, issue escalated samd outcome: unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by trying to login to the carelink application in mobile device and it was observed that issue was reproducible. Following an extensive investigation, it was noted that the issue affected multiple users and necessitated the involvement of both the carelink test and development teams. Carelink test team confirmed that the issue was due to the infra configuration on jboss. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the issue was due to jboss default configuration for ui was china region causing the app or the web browser to display the chinese character the issue arises from the default settings of jboss, a software application server. In this case, the default configuration is tailored for the china region. As a consequence, when users interact with the application or access it through a web browser, they encounter chinese characters instead of the expected display. This discrepancy in language presentation can create confusion or difficulty for users who do not understand chinese. Analysis summary: carelink development team confirmed that the issue is due to the jboss default configuration and fix will be deployed in 14.12 release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.